Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator would not power on. The device's system board was replaced to address the issue.